Manufacturer narrative:
(B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump was alarming during use and had to be shut down. The biomed found an acu watchdog failure, analog supply background test and a main pcb failure. There was no reported adverse event.